Event description:
Review of the post market surveillance surveys noted "one area of concern was with window trial insertion the bolt and trial is too weak to be able to remove, adds another step."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.